Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report unintended clip movement. It was reported on (B)(6) 2022, a patient presented with grade 3 primary mitral regurgitation (mr). During preparation of a mitraclip xtw, the lock failed establishing final arm angle (efaa). It was tested again and passed. It was then inserted it into the body through the steerable guide catheter (sgc). As soon as the clip came out of the sgc, it jumped opened. The clip was able to be closed, was removed into the sgc, and out of the anatomy. There was no tissue damage and no adverse patient effect. No clinically significant delay. The device was replaced, and the procedure was completed successfully. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported clip opening during establishing final arm angle (efaa), clip opening while locked, and clip jumping were not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot . Based on the available information, causes for the reported clip opening during efaa, clip opening while locked, and clip jumping could not be determined. There is no indication of product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).d9: corrected to yes.